Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was in a position that was uncomfortable when patient was sitting. Patient underwent a surgical revision wherein the pump was moved on tuesday (B)(6). At the time of surgery, a hole in the catheter at the connection point was noticed. The catheter was revised/replaced. Patient went home two days later and had not reported any issues thereafter, reporter therefore noted that patient may be ok. Drugs delivered via the device were the morphine and clonidine.

Manufacturer narrative:
A small piece of catheter was returned and analysis of the same revealed a user related hole in the catheter body.

Manufacturer narrative:
Catheter model: 8709sc, serial# unknown, explanted: 2013-(B)(6). (B)(4).